Event description:
During follow-up, inappropriate therapy was delivered due to atrial fibrillation. Abbott technical support was contacted and the device was reprogrammed to resolve the event along with optimizing the patients pharmacological treatment. The patient was in stable condition.